Event description:
It was reported that the patient experienced progressive worsening back pain and electrical shocking to the right side of the chest. The leads were found not to be in its correct position and patient had no significant relief since. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Correction to blocks b1, h6

Manufacturer narrative:
Sc-1416 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-50 (sn: (B)(6). The returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced progressive worsening back pain and electrical shocking to the right side of the chest. The leads were found not to be in its correct position and patient had no significant relief since. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7131347. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7135890. UDI: (B)(4).

Event description:
It was reported that the patient experienced progressive worsening back pain and electrical shocking to the right side of the chest. The leads were found not to be in its correct position and patient had no significant relief since. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.